Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This report was mailed to FDA on: 06/18/2010. (B)(4).

Event description:
Adverse event(s): "unknown". Product problem(s): "sticking" (sticking). The customer reported that the trocar got stuck in the cannula. Additional follow-up information has been requested.